Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2024, it was reported by a sales representative via sems-(B)(4) that a 1268-100 targeting arm was misaligned and repeatedly missed the lag screw. And a 0312-200 pin guide was getting stuck in the sleeve spring. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged 1268-100 targeting arm lot number: 210295 was received for investigation. Visual evaluation noted no problems with the device. Functional testing was performed by assembling the 1268-100 targeting arm with a 1059-390 trochanteric nail lot number: 211400 and a lag screw assembly consisting of a 1099-100 telescoping lag screw lot number: 220943. A 5031-000 locking tool lot number: 212675-090, a 5032-000 compression sleeve lot number: 212018, a 5030-000 lag screw inserter lot number: 212668 and a 5033-100 capturing rod lot number: 220097. It was noted that when the lag screw assembly was placed through the 1268-100 targeting arm, the lag screw was able to align with the 1059-390 trochanteric nail as intended. Further functional testing of the buttons of the device revealed no problem with the device. No problem found.